Event description:
A nurse reports that during a vitrectomy procedure for a retinal tear repair, no aiming beam was visible and when the laser was activated the treatment to the area was "not sufficient". After the first two laser shots were applied, bubbles were noted and continued to appear after each subsequent shot. A total of 18 shots were applied. The surgery staff then decided to open a new probe and the procedure was able to be completed with no impact to the pt. Add'l info has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).